Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.